Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fm with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd vacutainer® sst¿ blood collection tube had foreign matter in the tube. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ blood collection tube had foreign matter in the tube. There was no report of exposure, serious injury, or medical intervention.